Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence which led to a surgical intervention. During surgery, fluid loss was noted; however, the source of the fluid leak was not identified. The entire device was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. A hole in the lateral part of the cuff shell was identified, which is likely consistent with fatigue. Analysis of the remainder of the device, including the balloon and pump, did not reveal any other anomaly. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Product analysis confirmed the hole in the cuff shell likely caused or contributed to the reported clinical observation of urinary incontinence as it would have impacted functionality of the device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence which led to a surgical intervention. During surgery, fluid loss was noted; however, the source of the fluid leak was not identified. The entire device was removed and replaced. No additional patient complications were reported.